Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
The part was returned for further investigation and the defective u1 created the air flow accuracy test to fail.